Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the left circumflex artery. The physician advanced a 3.00x16mm promus element plus stent delivery system to the target lesion, however it was unable to cross the lesion. Upon removal it was noted that the stent was pushed up on the distal end of the balloon but remained crimped to the balloon at the distal end. Another 3.00x16mm promus element plus stent delivery system was advanced to the target lesion however it was also unable to cross the lesion. The device was successfully removed and the procedure was completed by implanting 3.00x12mm promus element plus stent. No patient complications were reported and the patient's status is fine.